Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was obtained via the radial artery. The 90% stenosed lesion being treated was located in the moderately tortuous and severely calcified left anterior descending (lad). The 3.0x28mm taxus liberte stent delivery system (sds) was advanced to the lesion but failed to cross. Another of the same device was used to complete the procedure. There were no patient complications and the patient condition was listed as "good". However, the returned product analysis revealed stent movement on the balloon.

Manufacturer narrative:
A visual and microscopic examination identified that the stent moved distally on the balloon approximately 4mm from the distal edge of the proximal markerband. The proximal section of the balloon was partially inflated which identified that the balloon was subjected to positive pressure. The proximal and distal edges of the stent were slightly flared. A visual and microscopic examination identified kinks along the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).